Event description:
Device malfunction [device malfunction]. Acute pain in right knee [knee pain]. Case narrative: based on additional information received on 10-jan-2019, this case upgraded to serious from non-serious due to event device malfunction (medically significant). Upon internal review case on 22-oct-2018, the case was upgraded to valid from non-case. Initial information received on 13-sep-2018 regarding an unsolicited from valid non-serious legal case received from a physician. This case involves a (B)(6) male patient who experienced acute pain in right knee, while he was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) (latency: unknown). The patient's past medical history included nephrolithiasis, asthma, anxiety, depression, ulcer, hypercholesterolemia, appendicectomy, knee operation with knee surgery x 7, spinal operation, sinus operation and arthralgia. Also device malfunction was reported for same lot number. The patient's family history included factor v leiden carrier with father and sibling diagnosed with other medical condition. Patient also had allergy with vicodin and prednisone. His past medical treatment(s), vaccination(s) was not provided. At the time of the event, he also had ongoing walking aid user. Concomitant medications included esomeprazole magnesium (nexium), propranolol (propranolol), cetirizine hydrochloride (zyrtec), alprazolam (alprazolam), lamotrigine (lamictal), oxycodone hydrochloride, paracetamol (percocet), gabapentin (gabapentin) and chlorzoxazone (chlorzoxazone). On (B)(6) 2017, the patient started using hylan g-f 20, sodium hyaluronate, injection, at dosage 6 ml (lot no: 7rsl021; expiry date: may-2020) via intra-articular route in left knee for patellofemoral pain syndrome, crepitations, arthralgia, arthritis, painful joint and osteopenia. On unknown date, patient experienced acute pain in right knee. Corrective treatment: not reported. Outcome: unknown. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: medically significant for device malfunction. Additional information was received on 20-sep-2018. Global ptc number and ptc results were added. Text amended accordingly. Upon internal review on 22-oct-2018, the case was upgraded to valid from non-case. Additional information received on 10-jan-2019 from lawyer. Case became serious. Lot number and indication of suspect was updated.